Event description:
It was reported that balloon leak occurred. The target lesion was located in a vein. A 6x80x135mm mustang balloon catheter was advanced for dilation. However, during inflation at 15cc, it was observed that the pressure went down to 5 cc. The device was removed and the balloon was found leaking. The procedure was completed with a different device. No patient complications were reported and the patients status was stable.